Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the pump gave an occlusion alarm. Home care patient reported that the occlusion alarm occurred during basal insulin administration. According to the reporter, the system check determined the cause of the alarm to be insulin accumulation in the tubing. The home care patient reported that their blood glucose levels rose to 307 mg/dl due to the interruption in insulin therapy. The home care user reported that they replaced the infusion set and tubing and delivered a correction bolus to resolve their high blood glucose. No further adverse effects to user reported.